Event description:
It was reported that the patient experienced recurrent hypoglycemia overnight despite oral glucose and juice, with readings dropping into the 50s and as low as 53, followed by treatment guidance to consume toast with peanut butter; glucose subsequently rose toward 180 and then leveled to approximately 137, and device data indicated no insulin delivery after an initial correction around midnight with the overall cause unclear. Symptoms included diaphoresis. Outcomes included no health consequences or lasting impact. Investigation included communication with the user¿s household and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.